Event description:
Insertion wire noted on imaging. Vendor develop safety strategies to prevent inadvertent shearing during insertion. Consider coloring the tip of the guidewire and stylet a different color each (not red) this will assist the proceduralist in determining if the entire wire has been withdrawn.) In the FDA for the case above. FDA safety report ID# (B)(4).